Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017 the filter is in place with the superior tip of the filter located approximately 3 cm below the renal veins. The superior tip of he filter is located along the posterior left aspect of the inferior vena cava (ivc) wall and abuts the wall. Comparison to the course of the ivc the superior tip of the filter is tilted to the left. The six limbs of the filter all appear to extend beyond the ivc wall suggesting perforation. The central posterior limb abuts the anterior aspect of disc-osteophyte projecting anteriorly l3-4. No gross fluid collections or stranding around the ivc. No definite fractured limbs of the ivc or significant narrowing in the ivc appreciated.